Event description:
It was reported that during the trial the patient did not have therapeutic effect. The patient had not noticed a change to their incontinence, it may have worsened. The patient turned up stimulation to 4v, but higher than that hurt. A company representative stated that he spoke to the patient and all was ¿good.¿ it was further reported that the patient's lead had migrated. The patient was going to be scheduled for an advanced test in the hospital. Additional information was requested, if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).